Manufacturer narrative:
(B)(4). Date sent: 5/21/2020. D4: batch #t5el04. Investigation summary: the ec60a device (a) was received for analysis with no apparent damaged and with five ecr60d cartridge reloads presents. The reload (b) was received partially fired 1/2. The reloads (c, d, e, f) were received fully fired. The device was tested for functionality in the articulated position with the returned cartridge (b) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The partially fired is consistent with an incomplete or interrupted cycle.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Upon visual inspection of three photos, the following was observed: the first photo shows tissue from top view and some staples can be seen not properly formed. Also, the tissue appears to be not properly cut and damage was noted on the tissue. The second photo shows a gold reload from top view that appears to be fully fired. The third photo shows a gold reload loaded in the device and the reload could be observed partially fired ½. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an endoscopic esophagectomy, when severing the tubular stomach, after firing, the tissue was not cut and staples deployed on the tissue with irregular shapes. The surgeon then changed to another three reloads but still had the same issue. The surgeon suspected there was a problem with the gun, so they changed to another new ec60a and reloads and still had the same problem. The tissue had been severely damaged as photo shows. At last, the surgeon changed to another brand new stapler to complete the procedure. The surgery was delayed an unspecified amount of time. The patient now stable and there were no patient consequences.